Manufacturer narrative:
Upon investigation of the returned device, it showed the vessel locator wings were prevented from staying open because the safety release button could not engage with the safety release nut. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose after an unk procedure. The starclose device would not deploy. It is unk how hemostasis was achieved. There was no pt injury reported.